Event description:
The reason for call was a while ago the patient had a stimulator done by abbott and it moved and was useless on their right side. Patient had a back procedure where the stimulator was in the way so they removed it. Patient was told by their doctor that their system and abbott were very similar. Patient said they were told they needed discs 3 and 4 so they did a spinal fusion and that was when they removed the other stimulator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).